Manufacturer narrative:
When the 3500a initial report was submitted the device lot# was unknown. A product was returned and on january 10, 2017, confirmation was received that the returned product was this complaint device. Therefore the lot number was updated from unknown to 17536336m. The manufacture date, expiration date and UDI fields of this report have been updated accordingly. The awareness date is january 10, 2017 as that is when it was confirmed that the product returned was for this complaint. (B)(4). It was reported that a female patient in her 50¿s underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and protamine. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient in her 50¿s underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and protamine. During the ablation phase, the patient suffered a cardiac perforation resulting in pericardial effusion. While mapping/ablating the patient¿s blood pressure dropped and the effusion was confirmed with intracardiac echocardiogram. Protamine was administered and a pericardiocentesis was performed in which 400 cc of fluid was removed from the pericardial sac. The patient then stabilized and the procedure was continued to completion without further complications. The patient did not require extended hospitalization and has since fully recovered. The physician¿s opinion on the cause of the adverse event was he over ablated with too much time and too high of wattage in the same area. A transseptal puncture was performed with an unknown needle. A boston scientific direx sheath was used. The patient received anticoagulant and the activated clotting time was maintained at expected therapeutic range of over 300 seconds. The generator was in power control mode with default settings. The power at time of injury was 50 watts. The power was not titrated. Irrigation flow was at 30 ml/min. There were no error messages on biosense webster inc. Equipment during the procedure. The smarttouch catheter was not next to anther catheter. It was zeroed properly and it was not indicated a rezero was needed.